Manufacturer narrative:
Upon visual inspection, an evidence of the fractured abutment screw was observed inside of the implant. The complaint was confirmed. The part and lot numbers were not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported that unknown abutment screw fractured ("that crown broke off implant") the implant was removed on (B)(6) 2016. Patient sent home to heal after bone grafting with allogenic bone.